Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be sent with the investigation results. The device history record review has not been completed and will be included in the supplemental report.

Event description:
It was reported that while in use with a patient the ev1000a platform system displayed inaccurate blood pressure readings. Initially the numbers were correct, then the reading display stopped. Eventually the numbers came back up on the screen, but they were higher than what they should have been. The clinician was present and was aware of the situation. The patient was not treated with these inaccurate readings. The ev1000a platform system was discontinued and an arterial line was placed. There was no consequence or injury to the patient.

Manufacturer narrative:
The product was not received for evaluation. We were unable to confirm the customer's experience without the return of the product. Should the product be received, we will re-open the file and submit the evaluation findings. The device service history record review was completed. There were two non-conformances that were found; however, they were not related to the complaint issue.

Manufacturer narrative:
One ev1000a platform was received for product evaluation. An examination was conducted on the system and it was observed that it was able to zero the cvp/ap line and also monitor the co, svi, sv and scv02 during a two day period. It was verified that the system was working as per intended by the product. The burn in process was conducted on the unit and all parameter readings were within product specifications. The data box was tested, per procedure, before and after the burn in process and it passed the complete automated functional test. There was no physical damage that was observed on the data box or on the pc panel. The system will be taken out of service and destroyed as it has zero book value. The device service history record review was completed and there were non-conformances that were generated; however, they were not related to the complaint issue. The reported event was not confirmed by evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No further action will be taken at this time.